Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device in question. The unit was received inoperable due to the reported condition of system error 105. This was caused by a failed motor (flex). The motor assembly was replaced.